Manufacturer narrative:
(B)(4). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the upper chest and upper arms. A gel was applied to the patient's skin to prevent pain during the treatment. The patient reported experiencing severe pain post treatment. The patient was advised to apply sunblock and lotion to the treated areas. One day post treatment, the patient reported her chest and arms were extremely red, irritated, and painful. The patient took advil every 3 hours. Two days post treatment, the patient reported her chest was sweltering and beginning to blister. The patient was seen at a hospital due to concern/anxiety and pain. The patient's blood pressure was measured to be 168/110, which was unusual for her. The patient was prescribed hydrocodone and silver sulfadiazine topical cream. The patient was seen at a burn center one week later and was treated for burn, blisters with epidermal loss, erythema, neuropathic pain, itching, and rash and non-specific skin eruption. The patient was prescribed gabapentin for nerve damage, mineral oil, and sunscreen. The patient took cold showers throughout the day and felt her skin was sensitive, red, painful, and would occasionally bleed and this continued for several months. The patient reported mental/emotional distress post treatment and was treated for adjustment disorder.

Manufacturer narrative:
The device has not been returned, therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Based on the information available, the event was likely due to user error with regards to the amount of laser energy delivered to the patient¿s tissues, which produced enough heating of the tissue that resulted in a deep partial thickness burn. The reported adverse event is a known procedure complication of fraxel treatment. Blistering or burns may develop over the treated areas.